Event description:
Refer to h10.

Manufacturer narrative:
F10 continued: exclude this information from h10 in the initial submission. (Medical device problem code: 2907 detachment of device or device component, 1069 break, component code: 424 cap, 525 tube, 772 cover). International medical device regulators forum (imdrf) adverse event reporting changed the component code from 4755 part/component/sub-assembly term not applicable to 772 cover, 525 tube. Evaluation summary: based on the reported content, it was determined that the sheath that should have been removed was inserted into the endoscope when inserting another company's product into the endoscope, causing the sheath to come off and get caught in the endoscope channel. We told the customer about following the instruction for use. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 29-nov-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 29-nov-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. Due to this event, pentax medical filed the following MDR reports: MFR report number 2518897-2023-00003 with the FDA for pentax medical video colonoscope model ec34-i10l, serial number (B)(6), patient 01. MFR report number 2518897-2023-00004 with the FDA for pentax medical video colonoscope model ec34-i10l, serial number (B)(6), patient 02.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2023 that occurred in the operating room during use in canada within the pai region involving pentax medical video colonoscope model ec34-i10l, serial number (B)(4). Per the initial report, a sheath of a boston dilator was not removed and it was put down the pentax scope, it was then left in the scope and not discovered until 2 patients later. The user noted this is the second time in 6 months that this has occurred. The user facility notified pentax canda inc., boston, and health canada. Per a good faith effort(gfe) response email received on 16-feb-2023, a size 6-8 balloon dilator was to be used for a stricture. The clear plastic sheath at the tip of the balloon was not removed by physician or nurse and it was inserted with the catheter down the endoscope. The dilator was removed and the pentax scope was cleaned and sterilized. The scope was then used on patient 2 and 3. On the third patient, a biopsy forcep was used during the procedure and it pushed out the sheath into the patient. However, it was retrieved by doctor successfully. No injury to the patients. There was no report of patient harm. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 4582 no clinical signs, symptoms or conditions health effect impact code: 2199 no health consequences or impact medical device problem code: 1091 device reprocessing problem, 1120 contamination component code: 4755 part/component/sub-assembly term not applicable medical device problem code: 2907 detachment of device or device component, 1069 break component code: 424 cap, 525 tube, 772 cover the investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. Due to this event, pentax medical filed the following MDR reports: MFR report number with the FDA for pentax medical video colonoscope model ec34-i10l, serial number (B)(4) patient 01. MFR report number 2518897-2023-00004 with the FDA for pentax medical video colonoscope model ec34-i10l, serial number (B)(4), patient 02.